Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. Through this process, steris identified an anonymous post reporting their surgical table will power up the pendent, but it is not working to maneuver the bed. It is flashing that the bed is unlocked. Steris responded to the posting and provided contact information for steris service support however, steris has not received a response from the complainant. Based on the information provided in the anonymous post this event appears to meet our reporting criteria for medical devices. A follow-up report will be submitted if additional information becomes available.

Event description:
The complainant reported their 3080 surgical table will power up the pendent, but it is not working to maneuver the bed. It is flashing that the bed is unlocked.